Event description:
Information received indicates fluid has leaked into the mattress topper.

Manufacturer narrative:
The technician found the mattress ticking was worn but not torn. The technician replaced the ticking and foam topper to repair the bed.